Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed a motor error. The customer's blood glucose level during the incident was 61 mg/dl. The customer had been experiencing low blood glucose lately. The customer treated their low blood glucose with food and juice. The customer declined to troubleshoot for the low blood glucose. The customer's most recent blood glucose level was 182 mg/dl. It was noted in troubleshooting that the drive support cap was flushed. The insulin pump had been taken into magnetic resonance imaging. Additionally, the customer received a motor position encoder error from the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump failed the displacement test, followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime test, unexpected restart error test or verify motor position encoder error alarm due to motor error alarms. No loose drive support cap anomaly noted. The insulin pump was received with normal operating currents and passed the self-test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.